Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection and erosion. A laser extraction was performed with this rv lead. Furthermore, the physician stated that the leads extracted were terrible. No additional adverse patient effects were reported. This rv lead will not be returned.